Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified based on the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, new mouthpieces (maj-674s) were taken out of the box, and ten mouthpieces were autoclaved together prior to first use. After autoclaving, the sterilization bag containing the mouthpieces was checked, and the facility noted that a white powder seemed to have come out from the mouthpieces. A powder-like residue was found adhering to the sterilization bag. Upon inspection of the initiating requestor, no defects were found on the mouthpieces themselves. However, the outline of the mouthpieces was clearly visible on the inner transparent surface of the sterilization bag, resembling rain marks, and this area appeared slightly white-stained. It was further reported that instead of visible powder, there were distinct, stained traces in the shape of the mouthpieces adhering to the inside of the bag. There were no reports of patient involvement.